Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips were malformed at the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? ---around the cholecyst. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no information. Were any unexpected noises heard? If so, when? ---no information. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---no information. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the advancer bypassed the clip; the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. It should be noted that an investigation was initiated to address the potential root cause of jaw opening issues. During this investigation advancer bypass was identified as one potential root cause; therefore, advancer bypass is being evaluated in this investigation. The remaining clips were conforming according to our manufacturing specifications and then it locked out as intended but the orange visual indicator did not show up. Please note, the indicator wheel failure is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.